Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The hospital this impactor pad was returned from was: (B)(6).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use (nicked/gouged/worn) and a piece has fractured off. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the user not following instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad fractured after being dropped during sterile processing. There was no reported patient involvement. Attempts have been made and no further information has been provided.